Manufacturer narrative:
The tech found the central brake steer assembly was not activating properly and the brake/steer caster would not adjust. The tech replaced the brake/steer caster and adjusted the casters to repair the bed. Casters were worn. The retractable bed service manual states; hill-rom recommends performing preventive maintenance annually. Test the brakes to determine if the bed moves when the brake is activated. Adjust if required. Inspect the steer activation, and adjust if required. Check the caster tires for cuts, wear, trend etc. Replace if necessary.

Event description:
The account alleged the brakes are not holding on the bed. The bed has not been serviced in over three yrs.